Manufacturer narrative:
The reported event of failure to advance stylet was confirmed. As received, a complete lead with stuck stylet was returned in one piece. The connector pin with the crimp sleeve were found pulled out of the connector assembly stretching the inner coil consistent with damage due to excessive forces applied while attempting to remove the stylet from the lead. The coating of the stuck stylet was found stripped and was bunched up with the inner coil distal to the connector pin. A device history record (DHR) review was performed, and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The cause of the reported event was isolated to the bunching of the stylet coating inside the inner coil at the connector region that prevented the removal of the stylet and excessive forces resulted in the connector pin with the crimp sleeve to be pulled out of the connector assembly.

Event description:
It was reported that during implant procedure stylet was into able to be advanced into patient's left ventricular lead. The lead was not implanted and new lead was used. Stylet was not able to be advanced into new lead. Both leads were not implanted during procedure on (B)(6) 2024. There were no patient consequences.